Manufacturer narrative:
Additional information: b3, h4, h6 (update codes), h11. B3: the event occurred on an unspecified date of september 2025, around 26-sep-2025. H4: the lot was manufactured between july 7 - 21, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level tests were performed on the sample with no issues noted; the set was analyzed at various points throughout the prime and verify, pump calibration, and direct entry processes. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had significant air leaking into the set and bubbles entering from port 5 and port 2 (suspected), impacting final weight/volume. The ingredients were moved from ports 1-5 (thus 1-5 were empty ports) to resolve the issue. The issue was identified during setup. There was no patient involvement. No additional information is available.